Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. (B)(4)

Event description:
It was reported that the lead (model 4196) was able to be placed in a suitable location. The lead was not implanted. No patient complications have been reported as a result of this event. It was reported that the lead (model 4196) was able to be placed in a suitable location. The lead was not implanted. No patient complications have been reported as a result of this event.